Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing the cadd-solis pump had the downstream occlusion seal (dso) that was lifting. This damage would affect the functionality and put the pump at risk to fluid ingression.